Manufacturer narrative:
MDR 1219913-2024-0457 was initially submitted on 30-oct-2024. A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result for one patient which was discordant relative to repeat testing when using atellica im tnih. Quality control (qc) results were within expected ranges, indicating an absence of systemic reagent or instrument issues. Additional sample data were not provided by the customer. The sample of interest has not been stored appropriately for re-testing, and therefore cannot be used for investigation. Based on the available information, the cause of the isolated discordant result cannot be determined, but a product problem was not identified. There is no evidence of a reagent or instrument issue. According to the product's instructions for use (IFU), there are cardiac and non-cardiac conditions that can cause elevated troponin I in the absence of ami. There is no universal standard for troponin I. Values obtained with different assay methods cannot be used interchangeably. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. The customer is operational, and the reported issue is resolved by routine troubleshooting. Note: in section h6, codes for investigation findings and investigation conclusions have been updated.

Event description:
The customer observed an elevated atellica im high-sensitivity troponin I (tnih) result for one patient which was discordant relative to alternate-method testing when using tnih lot 104. A particular 38-year-old male patient with cardiomyopathy has been tested for troponin on multiple occasions, and has consistently produced elevated tnih results which did not correlate to clinical condition. Following the most recent tnih test, testing was also performed on an alternate platform, and a much lower result was received. The elevated tnih result was identified as erroneous. The customer indicates that other samples from this patient tested in (B)(6) demonstrated similar elevation; details were not provided. No information was provided regarding patient treatment. There are no allegations of any patient harm in association with the discordant elevated result.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to alternate-method testing. Quality control (qc) results were within expected ranges at the time of the discordant measurement. The tnih instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.